Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient returned to the intensive care unit (ICU) after having the left ventricular assist device (lvad) implanted on (B)(6) 2017, the nurse noticed that the patient started experiencing a left sided facial droop as well as weakness of left limbs. Computerized tomography (CT) of the head showed a left common carotid bifurcation affecting approximately 58% of posterior circulation , as well as a small occlusion of the left vertebral artery. International normalized ratio (inr) was 1.2. Post cerebrovascular accident (cva) the patient was unable to move their left arm or leg, experienced significant left sided foot drop, and was only able to ambulate with a walker. The patient was eventually transferred to the inpatient rehabilitation unit, where they worked with physical therapy (pt). The patient was discharged home from inpatient rehab on (B)(6) 2017. The patient currently continues to make exceptional progress. After working with pt, the patient was able to regain mobility on the left side, is back to baseline, and is able to ambulate without the assistance of a walker. Patient continues to work with physical therapy and has been following up in clinic monthly. The device remains in use. No further patient complications have been reported as a result of this event.